Event description:
It was reported that the device was removed approx 5 yrs ago due to infection. No other pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.